Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformance's, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. Clinical review: there is a temporal relationship between pd therapy on the liberty select cycler with cycler set and the patient event of abdominal pain and peritonitis with subsequent hospitalization. However, there is no documentation to show a causal relationship between the adverse event and the liberty select cycler or cycler set. Additionally, there is no allegation of a malfunction or deficiency against the device or a reported leak or defect with the cycler set. All pd patients are at increased risk of infection due to a compromised immune system. Candida parapsilosis is a commensal of human skin and has the ability to grow and to form biofilms on catheters. Based on the available information, the liberty select cycler and cycler set can be excluded as the cause of the patient¿s fungal peritonitis.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported that a patient on peritoneal dialysis (pd) for renal replacement therapy (rrt) was diagnosed with peritonitis. Additional information was obtained through follow-up with the pdrn. The patient reported flu-like symptoms (unspecified) to the pdrn; however, presented to the pd clinic three days later with cloudy pd effluent and abdominal pain. The patient¿s pd effluent culture draw was positive for candida parapsilosis, a fungus. The white cell count was 1048 (unknown units) with 67% polymorphonuclear cells. The patient was given an initial dose of intraperitoneal (ip) vancomycin 2300 ml and ip ceftazidime 1000 ml. After culture results were received, the patient was switched to oral diflucan 100 mg twice daily (duration unknown). The patient was subsequently hospitalized. During the hospitalization the patient¿s pd catheter (not a fresenius product) was pulled and the patient transitioned to hemodialysis (hd). It was determined the patient would not return to pd. This was the patient¿s first event of peritonitis since pd initiation in october 2016. The patient was discharged on an unknown date and started in-center hd. The cause of the peritonitis is unknown, but the patient did not report any issues with the liberty select cycler or cycler set. The patient did not have any recent antibiotic use or any other problems or symptoms prior to the event.